Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose as they forgot to eat. Customer blood glucose level was 43 mg/dl. Troubleshooting was declined for low blood glucose level. Customer reported receiving calibration not accepted alert and change sensor alert. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.